Manufacturer narrative:
1 x zso-7-12 of unknown lot number involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. As the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-12 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. It is to be noted that this device was used successfully but the wire guide size detailed on the label of the device is 0.035. A definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. Complaint is confirmed based on customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User error incorrect wire guide used for the successfully placed zso-7-12 lot unknown. The customer did not change the wire guide to another wire guide during the procedure. (B)(4) : what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled / first use. No patient adverse effects.